Event description:
The customer reported that during a routine check of the pump they experience an electrical test failure #52 (drive transducer offset failure). The pump was not being used on a pt.

Manufacturer narrative:
The company rep observed that the error code #52 was caused by an electrical failure with the drive transducer. The company rep replaced the drive transducer. The iabp is under investigation. A supplemental medwatch will be submitted when more info becomes available. (B)(4).